Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ping meter was reverting to the setup mode after a battery replacement. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient noted the reported meter would revert to the setup mode after he replaced the battery. The patient claimed he was unable to calculate his carbohydrates because he was unable to use the meter remote. Afterwards, the patient experienced the symptoms of frequent urination and "tightness in the body." The patient used another meter to test his blood glucose level, and on (B)(6)2013, at 9:00 am obtained a result of 425 mg/dl. The patient administered self-treatment by taking 25 units humulin insulin via the pump, and continued to take 5 unit to 10 unit boluses every two hours. On (B)(6) 2013, the patient's blood glucose level was 175 mg/dl. He did not seek any medical attention. The issue was not resolved with troubleshooting. The meter and test strips were replaced. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after he was unable to calculate his carbs levels due to the meter issue, and received treatment with insulin. Therefore, this complaint is being reported.

Manufacturer narrative:
Follow-up (3/2/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.